Event description:
Scope failed the leak test.

Manufacturer narrative:
Manufacturing records for subject device were reviewed. Device passed all in-process and final inspection checks. No manufacturing deviations were identified. Subject device was received and successfully decontaminated. Visual inspection identified a breach in bending rubber. Manual leak test revealed air leak at breach location. The damage pattern is consistent with an impact from external object, which most likely resulted from a handling error during reprocessing. Bending rubber was removed to inspect the bending section beneath and no damage was found on the section, damage was limited to the rubber. Risk control measures for this failure is present in the form of IFU warning/caution statements which states "warning - do not drop the device or subject it to severe impact, as it could compromise the functionality and/or safety of the system." Continuous monitoring on this failure mode will be performed for trending purposes.